Event description:
It was further reported in (B)(6) 2013 the patient was alert, talkative, stable and apyretic .the patient did not allow performing ECG and requested for comfort measures. At 3.40, intolerance to fluids started and the patient became fatigued, hence IV started. Five days later, physiotherapy started for the patient and discharged from the hospital¿s occupational therapy. The following day, the patient showed limited progress and was weak. The patient denied shortness of breath and palpitation. Ivf continued. The nest day, oxygen therapy and palliative medication started; ivf continued. Three days later, the patient was comfortable and no new complaints were noted. The following day the patient was found to be unresponsive, pulseless with cold peripheries and absence of heart and breath sounds, the patient had expired. Death certificate the primary cause of death is congestive heart failure and the associated causes involved aortic stenosis and ischemic heart disease.

Event description:
Same case as MDR ID# 2134265-2013-06372. (B)(4). It was reported that post a percutaneous coronary intervention procedure, the patient experienced a myocardial infarction and expired. In (B)(6) 2011, the patient presented due to myocardial infarction/ cardiac arrest. After reaching emergency department the patient experienced a second myocardial infarction/ cardiac arrest. The patient was referred for cardiac catheterization. A 95% stenosed and 36mm long de-novo target lesion was located in the mid right coronary artery with a reference vessel diameter of 2.9mm. The target lesion was treated with pre-dilation and placement of a 3.0x24mm and 3.0x16mm taxus element stent in an overlapping manner, resulting in 0% residual stenosis. The patient was later discharged on aspirin and clopidogrel. In (B)(6) march 2013, the patient was hospitalized due to congestive heart failure. The patient¿s cardiac enzyme was found to be elevated and the patient was diagnosed with a myocardial infarction. Nineteen (19) days post hospitalization, the patient was found to be unresponsive and pulseless. The patient expired.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is combination product. (B)(6). Patient identifier: (B)(6). Device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).